Event description:
Customer reported blood glucose results of 555 mg/dl, 384 mg/dl, 256 mg/dl, 359 mg/dl, and 510 mg/dl within 12 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.